Event description:
During an adiana procedure for permanent contraception, the pt had a vasovagal reaction. Fifteen seconds into the 60 second radio frequency (rf) energy delivery in the fallopian tube, the pt complained of cramping and then began to "slide down the table, eyes unfocused, and [was] unresponsive to verbal stimuli." She appeared to be "vibrating, almost like a seizure." This lasted 15 seconds. The pt "came to immediately" after the procedure was aborted. No treatment was needed and the pt was discharged home. On (B)(6) 2012, it was reported that the physician called the pt the next day and she is "doing fine."

Manufacturer narrative:
Serial number of the disposable device not provided by the complainant. Serial number of the adiana generator not provided by the complainant. The device has not yet been returned; therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and eval completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specs. Currently unable to establish a relationship or impact to the reported observation. (B)(4).